Manufacturer narrative:
Pt. Info.: unknown; requested but not provided. Date of event: unknown; requested but not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens split during insertion, resulting in the surgeon putting in another lens. There was patient contact, but no reported patient injury. No additional information was provided.

Manufacturer narrative:
Additional information: new information received that cartridge used was pscst30, lot # cj16513. Field below then was updated. Section d10: concomitant product: (cartridge) pscst30, lot # cj16513. Section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: 5/12/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received loose inside of an open sterilization pouch. Visual inspection under magnification revealed that the lens was received with a torn optic body at the base a haptic, in a way consistent with a lens that was torn during insertion. The lens was cleaned and, no further issues were observed with the lens. The complaint issue of dc-iol torn was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further review of the file, it was noted that the following information should be corrected as it is incorrect in the initial report (MDR # 3012236936-2022-01174) : 1) section h6. Medical device problem code 1069 break was incorrect. Therefore, the following section has been updated accordingly: section h6. Medical device problem code 4008 material split, cut, or torn all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.